Event description:
Customer reported that when an attempt is made to secure the enclosure shut the teeth will not align. The customer did not provide a date when this occurred and there was no pt incident or injury reported.

Manufacturer narrative:
Eval codes: results: eval of the returned unit confirmed the reported issue. Both panel a and b were found to have open zipper sliders on a pt access area. Note: the instructions for use state: never rip the panels open, as this will damage the zipper slider, preventing the zipper from closing securely. Never use the bed if a zipper slider is bent open or damaged and the zipper cannot be zipped completely closed. Remove the pt from the damaged bed and exchange it for a posey bed in good working condition. (B)(4).